Event description:
It was reported in a service report that the brakes were not holding. It was reported that there was no patient involvement, and there were no adverse consequences associated with the reported issue.